Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 28-apr-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the lead was implanted improperly and was in their skin and not in their spine, so they could not regulate their therapy. The patient was unsure of the date that the lead was found to be implanted in their skin, but it was replaced to resolve the issue.